Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle plunger difficult to move. The following information was provided by the initial reporter: the user reported being unable to move the plunger rod.

Manufacturer narrative:
Investigation summary : 1. Exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for plunger rod unable to move on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence as the root cause is undetermined and based on trend analysis no further action is required at this time. 2a. Samples returned - customer returned (1) 3/10cc 8mm 30g syringe in an open poly bag from lot # 1025876. Customer states that they could not move the plunger rod. The returned syringe was tested and was able to draw and expel properly without any observed defects. 3. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 4. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.